Event description:
Treatment of an aneurysm. It was reported the marker band of the catheter was not visible under digital subtraction angiography (dsa). No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. A follow up report will be submitted, when the device is returned and the evaluation is completed.